Event description:
It was reported that the patient experienced an embolic stroke. An enroute transcarotid neuroprotection system (nps) was selected for use in a transcarotid revascularization (tcar) procedure. It was reported that four hours after the procedure, the patient developed stuttering aphasia. Computed tomography angiography (cta) was performed, which showed no acute abnormalities. The patient was tested for plavix resistance and was switched to brilinta for precautionary measures. Overnight, the patient experienced a presumed stroke, and a repeat cta again showed no findings. Magnetic resonance imaging (MRI) performed the following day confirmed new areas of infarction in the left cerebral hemisphere. The patient was noted to be compliant with dual anti-platelet therapy (dapt) medications. The test results of the p2y12 inhibitor test were not available.

Manufacturer narrative:
Updated fields: b5 - describe event or problem h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced an embolic stroke. An enroute transcarotid neuroprotection system (nps) was selected for use in a transcarotid revascularization (tcar) procedure. It was reported that four hours after the procedure, the patient developed stuttering aphasia. Computed tomography angiography (cta) was performed, which showed no acute abnormalities. The patient was tested for plavix resistance and was switched to brilinta for precautionary measures. Overnight, the patient experienced a presumed stroke, and a repeat cta again showed no findings. Magnetic resonance imaging (MRI) performed the following day confirmed new areas of infarction in the left cerebral hemisphere. The patient was noted to be compliant with dual anti-platelet therapy (dapt) medications. The test results of the p2y12 inhibitor test were not available. It was further reported that the p2y12 results confirmed that the patient was not plavix resistant. The patient also returned to baseline. No products will be returned.